Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation: a review of the complaint history, device history record, documentation, as well as a functional test, visual inspection and dimensional verification of the device was conducted during the investigation. The customer returned thirteen unopened 8.5fr mac-loc catheters for evaluation. No biological matter was present on the devices, with no additional surface damage noted. All catheters were returned in an unlocked position. A leak test was conducted and confirmed the presence of a leak between the mac-loc hub and connector cap on the 1st, 3rd, 7th, 10th, 12th and 13th catheters. Tug and twist tests revealed that the proximal assemblies on the 1st and 11th catheters were not secure. Upon removal of the connector caps, the suture strings were found to be wound in the threads. The flares appeared to have a lip, were lopsided, and were possibly missing portions, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Dimensional analysis confirmed that all devices and components, except for one, were manufactured to the correct specifications and tolerances. The first catheter was found to have proximal fittings and catheter tubing that was not secure. The nonconformance in the 11th catheter has been captured in another complaint. Additionally, a document based investigation evaluation was performed. Based on the review of current documentation, inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. Risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The technical files covering the catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record was conducted and showed one relevant nonconformance in a similar device lot 8786279 for a suture that was not visible at the hub. The only affected device was subsequently scrapped. It should be noted that there was one other complaint associated with lot 8790415. The instructions for use (IFU) advise the user to inspect the device prior to use to ensure that no damage has occurred. The actual root cause for the catheter with proximal settings and catheter tubing not secure was determined to be caused traced to manufacturing-quality control deficiency and manufacturing deficiency. The root cause could not be determined for hub leakage. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Occupation: quality engineer. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was discovered during manufacturer bench testing on unopened, returned ultrathane mac-loc locking loop multipurpose drainage catheters that six devices leaked. These devices and seven other devices of the same lot were returned against the complaint recorded in MDR 1820334-2018-02163.